Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's son that the patient was feeling pain around the device area and wondered if it could be from the device. The device is still in use. No further patient complications have been reported as a result of this event.